Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, diagonal artery for treatment of a de novo lesion, pre-dilatation was performed. A 3.0x33 rx xience prime stent delivery system was advanced without resistance and the proximal shaft separated outside of the anatomy. The stent delivery system was simply withdrawn from the anatomy and another xience prime stent system was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.